Event description:
A ventilator was returned to MFR for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's service center, an issue related to the device's oxygen blending module board was observed. The device's oxygen blending module board and oxygen blending module manifold assembly were replaced to address the issue.